Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Mackey mj, chilton cp, gilling pj, fraundorfer m, cresswell md. The results of holmium laser resection of the prostate. Br j urol. 1998 apr;81(4):518-9. Doi: 10.1046/j.1464-410x.1998.00618.x. Pmid: 9598619.

Event description:
It was published in the british journal of urology (1998) the results of a study evaluating holmium laser resection of the prostate (holrp) for the treatment of benign prostatic hyperplasia. Between 1994 and 1997, 967 patients underwent holrp at two centers (tauranga hospital, new zealand, and derby city general hospital, united kingdom) using a high-power holmium laser system (versapulse select, coherent, UK; 60-80 w). Patients were followed at 1, 3, and 6 months using aua symptom score and peak urinary flow rate (qmax) measurements. Regarding patient adverse events, the article reports no peri-operative deaths and no cases of tur syndrome; two patients required blood transfusion, and two patients required re-catheterization due to secondary bleeding, including one patient who was anticoagulated. Postoperative irritative urinary symptoms were described as comparable to those typically observed following turp, with no additional patient complications or device-related adverse events reported.